Event description:
Seeing zero results for multiple assays. The incorrect results were not used to guide pt therapy. The field service rep performed maintenance and decontamination of the system, but was unable to determine a caused for the zero results.